Event description:
Ous MDR. An increased pacing threshold was detected during the last follow-up. One hundred eighty-five episodes in the vf zone and 15 shock deliveries were stored in the holter. The lead was implanted for about 2 1/2 years.

Manufacturer narrative:
Ous MDR. The complained-about oversensing could be confirmed in the analysis. There was a coil fracture of the inner conductor (pace/sense). The coil fracture was situated 8 cm distal of the is-1 connector and was in the pocket area of the ICD. During the reversed bending fatigue tests of the inner conductor coil, no deviations from the specifications could be detected. No manufacturing errors or material defects could be found at the inner conductor coil. The coil fracture was in the pocket area of the ICD. The coil fracture might have been caused by intense reversed bending in a small radius over the implantation period of 2 1/2 years. There was no x-ray image to analyze the implantation position. Due to the broken inner conductor coil, the inner insulation has been punctured. This led to a short circuit between the inner conductor coil and the outer conductor coil. The rv shock coil most probably was pushed together during the explantation due to the grown in tissue at the lead.